Manufacturer narrative:
This ingevity lead was returned to boston scientific post market quality assurance laboratory with the helix mechanism in a retracted position. Further inspection confirmed the presence of body fluid contamination (bfc) in the helix and tip region. The lead appeared intact and undamaged and no fractures were found via x-ray.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted from the patient after they had experienced a pericardial effusion due to a perforation involving their left ventricular (lv) lead. The rv lead was contaminated and explanted as result. No additional adverse patient effects were reported.